Event description:
Procedure: lap colon. Reportedly, at the end of the procedure the grip broke and the broken piece fell into the pt cavity. The piece was retrieved and there was no injury to the pt reported.